Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported it is impossible to use the pen to hit the correct spot. The pen was changed and calibrated but this did not help. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.